Event description:
It was reported that during a da vinci-assisted gastrectomy surgical procedure, the prograsp forceps instrument was stuck and the removal key was used to try and remove the instrument with no success. The instrument did not have contact with the tissue or the patient. The instrument was removed with the trocar. Outside the patient, the customer tried to remove the instrument from the trocar with force. The excessive force broke the instrument and was separated from the trocar. There was no fragment in patient as this was done outside of the patient. The procedure was completed with no reported injury. Intuitive surgical (is) contacted the site and obtained the following additional information regarding this event: the reporter clarified that as mentioned in crc form the instrument was broken.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The prograsp forceps was analyzed and reported failure was confirmed. The instrument was found to have a broken main tube where the proximal clevis meets the main tube. A piece measuring approximate 0.258"¿ x 0.248¿ was not returned with the instrument. Components adjacent to this broken main tube showed damage which may indicate potential mishandling/misuse. Mechanical indentations were observed on the proximal clevis. Additionally, the instrument was found to have a dislodged proximal clevis, along with the rest of the distal wrist assembly. This failure is likely due to the broken main tube observed. The instrument was found to have a broken grip cable at the proximal clevis. The cable was fully broken. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the broken cable did exhibit abnormal sharp edges or damage that would have contributed to the cable breaking. A broken main tube and mechanical indentations on the proximal clevis were observed. The instrument was found to have a broken distal pitch cable at the proximal clevis. The cable was fully broken. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the broken cable did exhibit abnormal sharp edges or damage that would have contributed to the cable breaking. A broken main tube and mechanical indentations on the proximal clevis were observed. Review of the provided images (see attached) is consistent with the complaint of a broken instrument, which was done outside of the patient.